Event description:
X-rays were received and reviewed by the manufacturer. Review of x-rays indicated the generator was visualized in the left upper chest. The filter feed-through wires appeared to be intact. The lead connector pin seemed to be fully inserted into the generator connector block. There was part of the lead placed behind the generator and could therefore not be assessed. Electrodes seemed correctly aligned on the vagus nerve. No obvious lead breaks were present on the visible parts of the lead. Additional information was received from the area representative indicating the patient underwent full revision surgery. The area representative indicated that when the device was removed from the pocket, the exposed lead showed a severe distortion which looked like crush. The explanted generator and lead were returned to the manufacturer and currently undergoing analysis.

Event description:
It was initially reported by a nurse that a patient was no longer aware of vns stimulation and the neurologist was not able to interrogate the vns patient at a follow-up office visit. Additional information was received from the nurse indicating there was no clear history of patient manipulation or trauma to the device. X-rays were planned of the device along with further interrogation. Moreover information from the area representative indicated he revised the physician's programming system and no issues were encountered. However, high impedance was encountered when the patient was interrogated. The neurologist was advised to program the device to 0 ma. X-rays were examined by the physician and company representative who indicated the pin appeared to not be fully inserted. X-rays were not sent to the manufacturer for review. Interventions planned were to place the patient for pin re-insertion surgery. At the moment attempts for further information and surgical intervention have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Type of report, corrected data: initial MDR inadvertently did not list type of report. Field should have read 30-day report.

Manufacturer narrative:
.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis was completed on the returned generator and lead. Analysis of the returned generator indicated no obstructions were observed in the header lead cavity or connector blocks. A bench lead inserted completely passed the negative connector block and was secured with the returned setscrew. Analysis of the returned lead indicated analysis the connector pin quadfilar coil appeared to be broken in the electrode area of the returned lead assembly. Scanning electron microscopy was performed and identified the area as being mechanically damaged which prevented identification of the coil fracture type, with pitting, residual material and pitting on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Note that the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.